Event description:
Additional information was received that the patient was seen in clinic and the device was interrogated with a programmer to resolve the event.

Event description:
During a remote follow-up, the device was unable to be paired to the patient's phone due to an alleged loss of bluetooth (ble) telemetry on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.